Event description:
After the doctor performed cryoplasty on the external iliac, he took a picture and noticed a significant perforation. The doctor had to take the catheter out and place a covered stent.